Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. The reason for reoperation is "possible rupture."

Event description:
Healthcare professional reported a left side rupture. Device remains implanted.

Event description:
Device has been explanted.

Event description:
Health professional additionally reported capsular contracture, baker grade IV and "exchange from a textured to a smooth breast implant due to the patient¿s concern with the product".

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.